Event description:
Several hours after implant, and pocket closure, the lead dislodged from the atrium. Physician attempted to reposition the lead without success. The lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation was found squeezed and damaged between 6 cm and 38 cm distal to the is-1 connector pin, which is assumed to be the root cause of the observed loss of signal. Furthermore, the inner and conductor coil were found deformed in this region. These damages most likely resulted when tying down the lead as mentioned in the complaint description. Further inspection did not show any anomalies that might have led to the reported dislodgement. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.